Manufacturer narrative:
The product was returned. Haptic and optic damage was observed. The damage appears to be caused by a post of the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Lens damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) that 'something was ripped off'. There was no reported patient contact and the procedure was completed the same day with a backup lens. Additional information was requested.